Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had button anomaly. The esc and down arrow buttons were unable to scroll the numbers when they attempted to bolus after a large meal. The customer removed the battery and the insulin pump alarmed unexpected restart. The customer had the insulin pump replaced three times due to button error alarms. Customer's blood glucose level was 15.0 mmol/l. The customer reverted to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. Unable to confirm a21 alarm due to unresponsive keypad. The insulin pump has cracked reservoir tube lip noted.